Manufacturer narrative:
Result: fowler clutch.

Event description:
It was reported by a service report that the fowler will drift down. The customer could not determine whether there was pt involvement or if adverse consequences occurred.